Event description:
It was reported that a malfunction occurred on the customer's pump, indicated by malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.